Event description:
MFR ID# 2183959-2014-00574 found to be duplicate to MFR ID# 2183959-2014-00531.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder. "Unsuccessful bladder trial prior to discharge; discharged with foley catheter," on (B)(6) 2014 with "repeat bladder trial in clinic; subs self-cath." The patient was asked to come into the clinic on (B)(6) 2014 "after phoning on (B)(6) 2014 her continued inability to void." At the clinic visit, the patient reported voiding for the first time earlier same morning" and a cystoscopy was performed. The event was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.